Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a nrg transseptal needle was selected for use. It was noticed that the plating on the tip of the needle had peeled off upon unpacking. Hence, the device was replaced, and the procedure was completed. No patient complications occurred. The device is not expected to be returned for analysis (disposed).